Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy1757 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported the catheter was inserted on (B)(6) 2021. On (B)(6), the patient was given a bolus of 10 ml of normal saline after the fluid infusion. During the bolus, the catheter was exposed to leakage at 8 cm. The head nurse said that the catheter rupture after one month of use was a product quality problem.